Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection did not indicate any damages or abnormalities on the infusion set assembly. The infusion set was then primed and a leak was identified in the tubing below the pumping segment. The leak was coming from small holes in the infusion set tubing. The customer complaint of leakage was confirmed. The root cause investigation was forwarded to manufacturing to determine if the assembly process could have created the damage identified in the assembly. After the process review, it was determined that the damage seen could not be created during the assembly process. Additionally, the customer identified the damage during the infusion and not during priming and therefore the leak could not be attributed to the manufacturing process. This suggests that the damage to the tubing happened after the infusion set was primed. The root cause for the failure could not be identified. A device history record review for model 2420-0007 possible lot numbers 24095324, 24095325, 24095389 and 24095390 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim: I have another sample I need to send to you during an infusion the tubing was leaking under the alaris pump. I have the sample. I just received a box to return it but will need the complaint form as well as fedex or ups label. I do not have a product complaint assigned to this yet.